Event description:
A report was received by baxter (B)(6) from a customer on (B)(6) 2010 regarding an allergic reaction/contact allergy during patient use of an aquamax hemofilter. The symptoms displayed by the patient are unknown. The patient is currently in the intensive care unit of the hospital. It is unknown what interventions were required to resolve the symptoms the patient experienced. It is unknown what the patient status and outcome is at this time. One of the products involved was the aquamax hemofilter. This patient is allergic to: benzylperoxid, hydroxymethylmethacrylate (hema), ethyleneglycol-dimethacrylate (egdma), triethyleneglycol-dimethacrylate (tegdma), and -zink-diethyldithiocarbamate, and perubalsam. The customer requested information regarding the ingredients within the aquamax filter.

Manufacturer narrative:
(B)(4). The sample was discarded, therefore, no evaluation was performed. Should a sample be returned and evaluation a follow up report will be submitted. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.